Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b7 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part number: 222.656s, lot number: 7742242, part manufacturing date: august 29, 2014, manufacturing site: elmira, part expiration date: june 30, 2023, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 7742242 of 4.5 mm lcp condylar plates was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the component device history record(s) determined the component lot 7553120 met all specifications with no issues documented that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot 6917284 met all specifications with no issues documented that would contribute to this complaint condition. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the 4.5 mm lcp condylar plate 6 holes/170mm/right-sterile (p/n: 222.656s, lot #: 7742242) was returned and received at us customer quality (cq). Upon visual inspection, the plate was observed to be broken at the proximal end. There was slight corrosion observed on the threads. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection was performed on the returned device. -the thickness of the plate was measured to be 5.23 mm (calipers: ca215p). This is within the specification of 5.2 mm +0.2 mm/-0.1 mm. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed and no issues were observed -condylar locking compression plate, right. Material testing: the eds was performed on the returned condylar plate. All the elements were within proportions and slight fretting corrosion was observed on the threads. Further investigation on fretting corrosion was not performed as it is a known form of corrosion that can occur when implants made of implant grade stainless steel experience as a result of motion between the implants in the construct which removes the passive layer on the surface of the implant which enables the corrosion to occur. Complaint confirmed? Yes, the returned device was broken. Hence confirming the complaint. Investigation conclusion the complaint condition was confirmed for the 4.5 mm lcp condylar plate 6 holes/170mm/right-sterile (p/n: 222.656s, lot #: 7742242) as the device was received broken. Based on the eds results the corrosion observed on the device is concluded to be fretting corrosion as all the indications showed that the device met its mechanical properties, raw materials requirements. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2: additional device product codes: hwc, hty, and jdw. H3, h5, h6: part number: 222.656s, lot number: 7742242, part manufacturing date: august 29, 2014 , manufacturing site: elmira, part expiration date: june 30, 2023, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 7742242 of 4.5 mm lcp condylar plates was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the component device history record(s) determined the component lot 7553120 met all specifications with no issues documented that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot 6917284 met all specifications with no issues documented that would contribute to this complaint condition. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Customer quality investigation: the implant(s) was not returned, and the investigation will be completed based on the supplied image(s) from the attachment(s) located in notes & attachments section of the product complaint. The image(s) was reviewed, and the complaint condition was confirmed as the image showed the plate broke at the proximal end. As the instrument(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was performed and no issues were noted. There is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H6: patient code 3191 is used to capture additional medical/surgical intervention required and medical device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent revision with open reduction internal fixation of right distal femur fracture and removal of the broken plate and the screws. On (B)(6) 2019, the patient slip and fell in her home, with left wrist and right knee swelling and deformity. She was brought to a hospital and radiographs revealed a comminuted displaced intra-articular fracture of the distal right femur and mild distraction of the right lateral femoral condyle fragment. On (B)(6) 2019, the patient underwent open reduction and internal fixation of right distal femur supracondylar fracture with articular extension and was implanted with (1) 4.5mm locking compression plate condylar and (11) synthes screws. The operation was uneventful, and the patient was in a stable condition. On (B)(6) 2019, the patient went for a check-up because she recently had an episode, when she was getting into her car, she twisted her leg and fell. She was having some medial sided knee pain but otherwise doing okay. On (B)(6) 2019, the patient went for a check-up and reported that 2 days prior to the consultation, she fell after the trunk of her car hit against her. She had severe knee pain and has been ambulating using her walker. Her computed tomography scan results indicated a hardware failure with likely components of both fracture nonunion and possible recurrent injury. On (B)(6) 2019, the patient underwent revision with open reduction internal fixation of right distal femur fracture and removal of the broken plate and the screw. A new plate was implanted and a good fixation with the hardware was achieved. After the surgery, the patient was brought to the recovery room in stable condition. Concomitant devices reported: 5.0mm cannulated locking screw 80mm (part number: 02.205.80, lot number: unknown, quantity: 1), 5.0mm cannulated locking screw 85mm (part number: 02.205.85, lot number: unknown, quantity: 1), 5.0mm schanz screw blunted trocar point 170mm (part number: 294.55, lot number: unknown, quantity: 1), 4.5mm cortex screw self-tapping 36mm (part number: 214.836, lot number: unknown, quantity: 1), 6.5mm cannulated screw 16mm thread 70mm (part number: 208.409, lot number: unknown, quantity: 1), 6.5mm cannulated screw 16mm thread 55mm (part number: 208.406, lot number: unknown, quantity: 1), 6.5mm cannulated screw 16mm thread 60mm (part number: 208.407, lot number: unknown, quantity: 1), 7.3mm cannulated locking screw 75mm (part number: 02.207.075, lot number: unknown, quantity: 1), 7.3mm cannulated locking screw 80mm (part number: 02.207.080, lot number: unknown, quantity: 1). This report involves one (1) 4.5mm lcp® condylar plate 6 holes/170mm/right-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated data-b4 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - plates trauma/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent an unknown surgery to remove and replace the broken hardware. On (B)(6) 2019, the patient fell in her home. She was brought to a hospital and radiographs revealed a distal femur fracture. On (B)(6) 2019, the patient underwent an open reduction internal fixation procedure for her right femur and a left distal radius fracture closed reduction with manipulation. On an unknown date, the patient was taking groceries out of the back of her car in the parking lot when her leg suddenly and very painfully gave out, causing her to fall to the ground. The procedure and patient outcome were unknown. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).